Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced palpitations. They noted that the implantable pulse generator (ipg) was "not getting signal/transmission". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.